Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the reamer heads broke off in the bone while using the ria2 reamer. Reamer heads broke at the point where there are 4 prongs meeting the reamer head body. The first reamer head broke about 5cm below the lesser trochanter, and the 4 prongs that had broken off were retrieved from the femoral canal, using various forceps. The ria was set up again with another reamer head and drive shaft. This was advanced further (all the way to distal femur), and the reamer head broke again at the same point. Fragments were not attempted to be retrieved. Surgical delay of five minutes. No further information. This report is for one (1) 12.0mm reamer head for ria 2 sterile this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9. H3, h6: the device lot number is unknown, therefore a mre review could not be performed. If more information become available, the record will be re-assessed. Visual inspection: visual inspection performed at customer quality (cq) showed the prongs of the reamer head f/ria 2 ø11.5 (part #03.404.019s; lot # unk) have broken off. The broken pieces were not returned as they were embedded in patient as stated in complaint description. The remainder reamer head was returned and other issues were noted. A device failure identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post manufactured damage and an accurate dimensional inspection could not be obtained due to broken condition of the prongs. Document/specification review: the following current and manufactured drawings was reviewed: - 14.0 mm reamer head ria 2. No design issues or discrepancies were identified. Conclusion: this complaint is confirmed as the complaint device was received with all its four prongs broken off. The embedded condition reported could not be confirmed as no supportive evidence was provided. No definitive root cause was able to be determined based on the provided information. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, a CAPA was raised to determine the root cause of broken head breakages. Additionally, the field safety notice and pie were initiated to define any further action related to the breakage. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.